Manufacturer narrative:
Final analysis of the device revealed a high s2 battery resistance. A resistance of 388 ohms was indicated. Low battery reset occurred during analysis. (B)(4).

Event description:
The hcp reported there was a confirmed motor stall with no motor stall recovery recorded. The stopped pump period might have exceeded "tube set." The pt did not have any withdrawal symptoms at the time, but it was later reported the pt had a headache. The pump was replaced, and the pt recovered without sequela. A couple days after the replacement, the hcp stated the pt heard a non-critical alarm for every minute for 30 minutes. The alarm was not confirmed by telemetry, and the pt had no symptoms. The device logs showed there were no events "at all." The medications being delivered via the device system were fentanyl and clonidine. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).